Event description:
Pt underwent two separate procedures in 2005 as follows: one rfs treatment of lateral thigh perforator located approx 1 cm below skin surface for 5 minutes and 20 seconds; and one sclerotherapy of the perforator (boyds perforator). The pt began walking with a limp as she was leaving the office next day. The foot drop was noted on the same day. The foot drop was still present at the last follow-up visit on 11/23/05.

Manufacturer narrative:
No malfunction was reported. The product was not returned.no malfunction was reported. The product was not returned.